Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30979588 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00172 and 3011370111-2023-00039.

Event description:
As reported by the field, during a mechanical thrombectomy, a prowler select plus (mc21160c2, 30979588) could only be guided intracranially with the use of force using a traxcess microwire and extreme friction occurred when guiding up and releasing an embotrap iii 6.5 mm x 45 mm (et307645, lot unknown). After switching to another prowler select plus (mc21160c2, 30979588), the same problems occurred. There were no surgery delays due to the reported events. The procedure was successfully completed. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Compliant conclusion: as reported by the field, during a mechanical thrombectomy, a prowler select plus (mc21160c2, 30979588) could only be guided intracranially with the use of force using a traxcess microwire and extreme friction occurred when guiding up and releasing an embotrap iii 6.5 mm x 45 mm (et307645, lot unknown). After switching to another prowler select plus (mc21160c2, 30979588), the same problems occurred. There were no surgery delays due to the reported events. The procedure was successfully completed. There was no patient injury reported. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30979588 number, and no non-conformances related to the malfunction were identified. Resistance/friction with loss of microcatheter cerebral target position and tracking difficulties are known potential complications associated with the use of this device. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the events are related to the device manufacturing process. The exact cause of the events could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instruction for use warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.